Manufacturer narrative:
The astral device pneumatic block was returned to resmed for an investigation. Performance testing confirmed the reported sf188, however, performance testing could not reproduce the reported sf82. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported sf82 was unable to be determined while sf188 was due to an isolated component failure within the device pneumatic block. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed error messages (sf188 and sf82) related to a safety assert system fault and alarm system fault respectively. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. The pneumatic block assembly was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed error messages (sf188 and sf82) related to a safety assert system fault and alarm system fault respectively. There was no patient harm or serious injury reported as a result of this incident.